Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: tpn therapy started on the (B)(6) 2024, 1955 hours, vtbi 1000ml and rate of 41.67ml/hr expecting to last for 24 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line neutrapur was selected and the infusion started with a volume of 1000ml and a rate of 41,67ml/h. 21 hours later the upstream alarm occurred, and the infusion stopped. The reason for the upstream alarm could not be clarified. The line was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.